Event description:
On (B)(6) 2013, patient reported the infusion device displayed an e2 battery depleted error when he attempted to change the cartridge following an e6 mechanical error. The infusion device did not provide an a2 battery low alert before the e2 error, and this was verified by viewing the infusion device history. The battery cover was approximately 6 months old. The infusion device, battery, and battery cover were replaced and requested for evaluation. No physiological effects were reported, and he did not require treatment to address the issue.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.